Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the issue was resolved after a battery change. The product will not be returning to zoll.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.